Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 5mg/ml for a total dose of 4.0262mg/day and bupivacaine 5.0mg/ml for a total dose of 4.0262mg/day via an implantable pump for malignant pain. It was reported a motor stall and motor stall recovery occurred in relation to a magnetic resonance imaging (MRI). Device interrogation on (B)(6) 2018 revealed a normal motor stall for the patient. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. Device diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. It was noted the motor stall occurred on (B)(6) 2018 at 11:22 and motor stall recovery occurred the same day at 12:07.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the motor stall occurred on (B)(6)2018 at (B)(6)am and a motor stall recovery occurred on (B)(6)2018 at (B)(6)pm. The event date was update to (B)(6)2018. No further complications were reported/anticipated.